Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home patient's spouse noted a supply bag that was disconnected from the supply line of the homechoice set and reconnected the supply bag to the same supply line. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated wtih this incident per the home patient.